Event description:
Blood glucose device was giving high blood glucose results for the last few days. Customer kept giving insulin based on the device readings. Customer became nervous and called paramedics. Paramedics tested their blood glucose and received a result of 46mg/dl. Customer was taken to the hosp and admitted. Customer was given an IV and orange juice. No controls were in use and the customer leaves the cap off of the glucose strip vial. A request was made for the return of the suspect device and replacement product was sent.